Event description:
Cadiere broke during the procedure. Wire sticking out of end of instrument. Instrument would not open and close. Removed from field and replaced with a peel pack. 2 lives remaining on instrument.